Manufacturer narrative:
An eval of the device cannot be performed as the device was kept by the hospital and was not returned to the manufacturer. The catalog number and lot code for the reported device was not provided. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported, "(B) (6) female underwent right thr 4 years ago and fell resulting in acetabular loosening. Pt experienced persistent painful hip with weightbearing activity. The surgical description indicates a broken screw was removed from the acetabular bone. Due to revision surgery, the pt was screened and enrolled into the trident titanium acetabular shell revision (B) (6) clinical study. The pt's previous implant (implant being revised) was determined to be a stryker product by the participating site (dr.(B) (6).).